Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high," exact value was not provided. Reportedly, the customer changed pump supplies, delivered a bolus via the pump and also administrated a manual injection of insulin to address high bg. Customer alleged that the pump was not delivering insulin as intended. Allegation could be confirmed since multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.